Event description:
At the end of the cryoablation procedure, the infusion pump triggerd an occlusion alarm (the flexcath was irrigated with a pump), when the physician checked the tubing, he found some air bubbles. Perfusion was immediately stopped, the sheath was aspirated, the catheter was removed from the sheath and the sheath was moved it to the right atrium. No device replacement was required as the case had been completed at this time. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. The reported issue was not confirmed through testing. The device passed the returned product inspection as per specification.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.